Manufacturer narrative:
H6: code c21 - results pending completion of product history review. H6: code c20 - the device remains implanted and, therefore, was not available for direct analysis by gore. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore through the pivotal study for the gore® ascending stent graft in the treatment of dissections of the ascending aorta (aaa-2402): on (B)(6) 2025, the subject was to be implanted with the investigational gore® ascending stent graft. A gore® tag® thoracic branch endoprosthesis (aortic component and side branch) was also implanted during the procedure. On the same day of the procedure, (B)(6) 2025, the patient had a basilar artery stroke that resulted in death. The cause of the stroke and death are unknown.

Manufacturer narrative:
Updated section b3 to reflect a change in date of event- old date- 1/12/2025. Corrected date- 1/12/2026. Updated section g3/g4.

Manufacturer narrative:
Updated section g3/g4, h6, and h11. H6: code c19-a review of the manufacturing records indicated the lot met pre-release manufacturing specifications.